Event description:
Caller reported a cartridge alarm that occurred, specifically alarm 30. There was no adverse impact to the customer's blood glucose level. Prior to contacting technical support, the caller had already loaded a new cartridge onto the pump and successfully resumed insulin therapy, resolving the issue.